Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant of a pacemaker. Post procedure, it was discovered that the model number mentioned on (B)(4) specific label does not match with the global label. No intervention was performed. Patient was stable.